Manufacturer narrative:
Returned device was received cracked tank cover. Out dated front cover, pcb, and power switch. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a smiths medical level 1 fluid warmer was leaking from the bottom of the reservoir tank. No adverse patient effects were reported.